Event description:
(B)(6) - the dealer reported that the tran19fr transport wheelchair collapsed and pinning the patient, while getting out of a minivan. It was due to the security clamp falling off. There was no injury reported.